Manufacturer narrative:
The customer discarded the reagent pack that was in use at the time of the event. The field service engineer could not determine a cause. He adjusted the gear pump pressure as it was low. Precision studies were performed. The customer ran calibration and controls and everything was within specifications. The issue did not re-occur after the reagent pack was replaced and the service actions were performed. The last calibration performed on (B)(6) 2019 was ok. The sample centrifugation time was too short and speed was too fast. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that controls were within range for crep2 creatinine plus ver.2 on a cobas 6000 c (501) module on (B)(6) 2019. Later that night, the reporter tested an unspecified number of patient samples through the morning of (B)(6) 2019. On the morning of (B)(6) 2019, controls were tested and were outside of range on the current reagent pack. Controls tested on the standby reagent pack were within range. The reporter repeated all samples tested within this time span on a different analyzer and had to correct 50-100 patient reports. The reporter provided data for 5 patient samples and all had discrepant creatinine results. Incorrect results were reported outside of the laboratory for these samples and the repeat results were believed to be correct. The first sample initially resulted with a creatinine value of 1.37 mg/dl, repeating as 0.70 mg/dl. The second sample initially resulted with a creatinine value of 2.10 mg/dl, repeating as 1.43 mg/dl. The third sample initially resulted with a creatinine value of 1.15 mg/dl, repeating as 0.43 mg/dl. The fourth sample initially resulted with a creatinine value of 1.48 mg/dl, repeating as 0.84 mg/dl. The fifth sample initially resulted with a creatinine value of 1.88 mg/dl, repeating as 1.20 mg/dl. The serial number of the c 501 analyzer is (B)(4).